Event description:
Caller reported that the t:slim x2 pump battery would not charge and there was a power source alert, specifically alert 07, in the pump history. There was no adverse impact to the customer¿s blood glucose level as the pump did not shut down or experience an inability to turn back on. The customer was instructed by technical support to plug the wall adapter into a known working outlet and wait for at least 30 consecutive minutes, after which the pump successfully began charging using the original supplies, and no further assistance was required.